Event description:
It was reported that the patient experienced a syncopal episode. The right ventricular lead exhibited intermittent loss of capture. The lead remained active. A single chamber system was implanted on the patient's right side as backup.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.